Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01363. It was reported a x-ray revealed one of the patient's leads had migrated down. Consequently, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post-operative. It is unknown which lead migrated. Therefore, all suspected devices are being reported.